Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-22942. It was reported that the patient presented in the emergency department and was experiencing pectoral stimulation. A chest x-ray was performed and revealed that the right atrial (ra) and the right ventricular (rv) leads were dislodged and were located in the superior vena cava. No electrical anomalies were noted on both leads. The physician elected to replace the ra and rv lead, and new leads were successfully implanted. The patient was in stable condition pre, during, and post procedure.